Event description:
Boston scientific received information that this right ventricular lead was surgically abandoned due to high impedance measurements greater than 2000 ohms. The lead had inappropriate detections due to noise. It was noted that the lead was fractured. No adverse patient effects were noted.

Manufacturer narrative:
This lead was abandoned, therefore boston scientific crm will be unable to perform analysis on this lead. Should it be returned, or if additional information becomes available, this event will be updated.